Event description:
The scs system consisting of an ipg, percutaneous lead, and lead extension was implanted in the pt on (B)(6) 2009. It was reported that the pt lost stimulation and an x-ray showed that the lead extension had pulled out of the ipg header. The extension was reinserted into the ipg on (B)(6) 2009. One week later, the pt reportedly lost stimulation again. The extension had broken off into the ipg header, so the physician explanted and replaced the extension on (B)(6) 2009. The explanted extension was returned to ans for analysis. Follow-up on the pt found him to be receiving good stimulation again.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The extension terminal end contact is missing. All wires in the extension header are broken. Extension fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.